Manufacturer narrative:
H.6. Investigation summary: bd received an 18 gauge insyte autoguard blood control unit from lot 9316117 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed some damage to the catheter tubing. There appeared to be a v-shaped cut piercing through the cannula wall. Based off the observed damage the engineer was able to verify that the needle had pierced through the catheter tubing. However, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was cracked. The following information was provided by the initial reporter: "it was reported that the catheter split. Per event title: bd insyte autoguard catheter split."

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was cracked. The following information was provided by the initial reporter: "it was reported that the catheter split. Per event title: bd insyte autoguard catheter split."